Event description:
Patient reported she replaced the tubing and mouthpiece for her nebulizer she has used to administer the ohtuvayre for the past 6 months. She previously had no problems, now with the new mouthpiece she said the medication is "spraying in her face" and she's not sure if it's coming from the top of the nebulizer at the opening where the ampule is emptied into or the mouthpiece. Sending replacement pari plus parts and filter because patient did not replace her filter with the tubing exchange. Patient to use new parts and take system to md office for review of use if this problem persists. No missed dose or adverse events reported. Unknown if available for return. Lot number and expiration date are unknown. No further information provided. Indication: chronic obstructive pulmonary disease, unspecified.